Event description:
I underwent the lipiflow treatment twice in 2013, in (B)(6) 2013 and more recently in (B)(6) 2013. At the first lipiflow procedure in (B)(6) 2013, conducted at (B)(6), I clearly felt the heating of the eyelids, the messaging of the eyelids, etc. The procedure successfully cleared my meibomian glands for a number of months. During my most recent treatment in (B)(6) 2013, I did not feel any of these things. I told the physician during the procedure than I did not feel that anything was happening, but she just said that I could not feel anything because my eyes were numb. After the procedure, I did not feel or notice any change, either short term or long term. Given my prior experience with lipiflow. I strongly believe that the lipiflow machine was defective or did not work appropriately during my most recent procedure. The physician, dr (B)(6), agreed that the most recent treatment was a failure, and offered a 'do over' for a reduced price. However, given that I have no confidence that her machine is effective at all, I am not interested in repeating the procedure at her practice at any price. My most recent lipiflow treatment appears to be an operational failure of some sort. As mentioned, I felt nothing at all either during or after the procedure. This was in clear contrast to the first time I underwent the procedure. I am writing because presumably there should not be these operational differences in lipiflow procedures across practiced. I assumed that the lipiflow treatment would be qualitatively similar from one machine to another. This is clearly not the case. I fully realize that the outcome of lipiflow is not guaranteed. However, the underlying integrity of the machine should not vary across practices.